Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer's blood glucose (bg) was 200mg/dl. No additional information was provided. Although requested, the customer declined troubleshooting. Pump data was not available for tandem technical support to perform a review to determine a possible cause.